Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) would be explanted due to patient experiencing minimal visibility. Follow up confirmed that the lens was explanted on (B)(6) 2017, and was replaced with a non amo lens. There was no incision enlargement or vitrectomy required. There was no post op patient injury reported. The explanted lens was lost at the surgery site and is not available for investigation. No further information was provided.